Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in follow up clinic for pacemaker interrogation, noise was noted on the ventricular channel. The noise was reproducible via isometrics exercises. The patient was stable and asymptomatic. No intervention was performed.